Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when the cartridge was connected prior a lobectomy procedure, the device was stiff and the jaws did not close when opening and closing was checked. A new handle was opened with the same cartridge and the procedure was continued. There was no patient involvement.